Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generator to resolve the reported issue. The system was tested and verified as ready for use. The generator was returned for failure analysis, and the reported failure was confirmed and replicated. During in house testing, the error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the generator had error c-34 error and needed to be replaced. The procedure was completing as planned with no reported injury.